Event description:
This case is a report from the united states regarding a report received from a pt via a specialty pharmacy. The pt was a (B)(6) male who first received tyvaso (treprostinil) on (B)(6) 2012 for primary pulmonary hypertension. Inhaled treprostinil dosage was 18 to 54 micrograms (mcg) (three to nine breaths), four times daily at the time of the event. On an unspecified date, one of the pt's devices shot out sparks when he plugged it in. (B)(4).